Event description:
It was reported that the patient presented in clinic for follow-up. It was noted that the right ventricular lead exhibited multiple episodes of noise. It was further noted that the patient had an unrelated procedure on (B)(6) 2017. The physicians suspected that the lead may have been compromised during procedure. The patient was not symptomatic due to the event. There was no intervention performed. The patient was stable and would continue to be monitored at routine clinics follow up and remote monitoring.